Event description:
The customer reported, the display was blank.

Manufacturer narrative:
The customer reported the display was blank. There was no pt involvement. The customer isolated the reported issue to the display. Replacing the display resolved the problem. We will consider this a display malfunction.